Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they placed the feeding tube into a patient yesterday but could not remove the stylet. The feeding tube kept ¿bunching¿ and resistance was felt each time they attempted to remove the stylet. They had another feeding tube of the same lot number that they pulled from the pyxis and they had the same issue. The holder for the stylet came off when the nurse attempted to remove the stylet and she cut herself. They had to then manually ¿tug¿ the feeding tube (milking the tube) and it felt like they finally got the stylet to pop off of the side of the feeding tube. They were then able to pull the stylet out of the feeding tube. They attempted this with the one that they had in the patient but it did not help nor dislodge the stylet as it was at the 70cm nare line. They had to get another lot number and replace the feeding tube in the patient. Per additional information received, there was no patient injury or death. After the alleged issue, the feeding tube was exchanged for a different lot number without any complications. The current status of the patient is unknown. After the cut, the nurse cleaned her hand and applied a band aid.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Two (2) entriflex tubes were received at the manufacturing site for evaluation. One sample without the original package or lot number and the other sample in its original packaging with the reported lot number. The sample was visually inspected. The reported condition of detached stylet cap was confirmed. The hub was disassembled from the wire. However, hub detachment can be caused by not activating the hydromer with enough fluid. During the sample evaluation, the hydromer was activated, and the stylet was able to be withdrawn without a problem. The samples were visually checked and functional inspected and the issue of stylet difficult to remove was not confirmed. The hydromer was activated, and the stylet was able to be removed without a problem. During the investigation, a review through the manufacturing process was conducted. All process and controls were found properly followed, including sub-assemblies, finished product assembly, and packaging. There were no abnormal conditions found that could trigger the reported condition. The most likely root cause indicates that this issue could occur due to an inadequate amount of fluid used to activate the hydromer. A failure to activate the hydromer makes it difficult to remove the stylet from the feeding tube and a hub detachment could occur. The instructions for use (IFU) for the proper insertion of the feeding tube and extraction of the stylet says to use a syringe and inject approximately 10 cc of water into the tube to activate the hydromer coating. No action plan is deemed required since the reported condition is identified as not manufacturing related. The current process is running according to product specifications meeting quality acceptance criteria. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Section h6 has been updated to include medical device problem code: detachment of device or device component.